Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump over delivered insulin. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. The customer put in 1.5 units and got 5.5 units automatically. The customer used food to cover for the over bolus. Troubleshooting was not completed. The customer was advised to upload the pump and call back. The insulin pump will not be returned for analysis.